Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: a visual inspection of the pump showed that there was visible moisture on the display. During testing, the ok button was unresponsive; all other buttons responded properly. The keypad cover was removed and no contamination was found under key contacts. The pump failed a leak test from the bottom of the keypad. The pump cover was opened and moisture was found on the printed circuit board.